Event description:
Event description guidant received information that this implantable lead exhibited an out-of-range shock impedance during a routine interrogation. When the patient raised his arms, the shock impedance changed from approximately 50 ohms to <20->120 ohms. Technical services (ts) discussed delivering a low energy shock to ensure lead continuity. The physician attempted to explant this lead, but was unsuccessful due to tissue ingrowth. The physician elected to cap and abandon this lead, and implanted a similar guidant defibrillation lead. The patient had not received any shocks, and no symptoms have been reported.